Event description:
It was reported that the device gave error code 1871. The issue occurred during testing with no patient involvement.

Manufacturer narrative:
Other, other text: evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The keypad and labels were intact. A review of the event history log evidenced the following: 1004> starting ll0 3/31/2020 12:54:00 pm. 1005> error 1871 3/31/2020 12:55:00 pm. 1006> power down 3/31/2020 12:55:00 pm. The reported ec 1870/1871 error code was replicated during testing. This particular error indicates a motor timeout error that can be caused by debris, a broken optic sensor, locked motor, or faulty main board. When the pump was opened it was determined that there was debris in the gears preventing it from turning. The product problem occurred because the motor seized. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The seized motor was replaced. The pump subsequently passed functional testing.